Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer inspected the station to found that the hard stop screws were missing and replaced the damaged control module.reinstalled and tested. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure and won't close. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.